Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient presented on (B)(6) 2025 after being discharged from the implant admission on (B)(6) 2025. The patient presented with volume overload, and echocardiogram was concerning for right ventricular (rv) failure. The patient was noted to have worsening end organ function and was admitted. The patient was started on inotrope-assisted diuresis with bumex drops and low dose milrinone. Transthoracic echocardiogram (tte) was performed with ventricular assist device (vad) speed optimization. The patient was transitioned to oral bumex and stopped milrinone once euvolemic. With this transition, the patient had worsening acute kidney injury and transaminitis attributed to rv dysfunction. The patient was started back on milrinone and bumex drops with addition of dobutamine. Right heart catheterization (rhc) was performed on (B)(6) 2025 with the vad speed set at 5200 rotations per minute (rpm) and milrinone escalated. The swan-ganz catheter was left in place and care was escalated to the cardiovascular intensive care unit (cvicu). There was also concern for possible serotonin syndrome due to myoclonus prompting psychiatry and neurology consults. The cessation of serotonergic agents' plus cyproheptadine course was recommended with an eventual improvement in myoclonus. Aggressive inotrope assisted diuresis was continued in the cvicu. There was difficulty with continued volume status and renal function fluctuation. Nephrology was consulted for additional assistance with acute kidney injury. The patient briefly required an amiodarone bolus for ventricular tachycardia (vt). The patient had 3 episodes of vt the week prior to (B)(6) 2025 and electrophysiology was consulted. The vt was noted to terminate with antitachycardia pacing (apt). The vt was conservatively managed with the continuation of oral amiodarone. The patient's cvicu stay was also complicated by concern for small bowel obstruction managed medically with nasogastric tube and diet progression. The patient was transitioned back to the step-down unit on (B)(6) 2025 and was continued on bumex drops then intravenous push diuresis. Milrinone continuation was also required for rv dysfunction and a peripherally inserted central catheter (PICC) was placed for home inotrope. Digoxin and spironolactone were added for rv support. The patient was transitioned to an oral diuretic regimen when euvolemic on (B)(6) 2025 with good response. On (B)(6) 2025, the patient presented to the physician referral center after gaining 16 pounds in 5 days since being discharged. The patient experienced shortness of breath and edema up to the thighs. Evening bumex was held and furoscix was taken. The patient did not lose any weight from this change and had no improvement in symptoms. Spironolactone was increased on discharge. Follow up was scheduled for (B)(6) 2025. A repeat comprehensive metabolic panel and potassium check would be needed given supplementation requirements. It was also noted, that although atypical with a vad, right coronary artery interrogation could be considered as the patient has known stents (proximal and distal) which could be contributing to rv dysfunction. It was also noted that more aggressive vt management could be considered in it remained a continued issue.

Manufacturer narrative:
Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ of this document lists right heart failure, cardiac arrhythmia, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. It was communicated that the device operated as expected. The device was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists multiple types of organ failure/dysfunction (including right heart failure and renal dysfunction), cardiac arrhythmia, infection, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that the patient passed away due to right ventricular failure, systemic fungal infection, and renal failure. The outcome was not device or therapy related. The device parameters were within normal limits for this patient.